Event description:
It was reported that during a da vinci-assisted robotic distal pancreatectomy procedure, after decompression, the "vessel tape" which was wrapped around the portal vein, was raised by the tip-up fenestrated grasper instrument and pulsatile bleeding with an unknown bleeding point was observed. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the incident occurred about 6 hours into the procedure. After the pancreatic drainage vein was clipped in two places with the medium-large clip applier (mlca) instrument, it was cut with the monopolar curved scissors (mcs) instrument. The surgeon believes that there was no mechanical or physical defect with the mlca instrument or the clip but due to the short distance from the clip to the cut border, the clip became dislodged resulting in the bleeding. Gauze and aspiration were applied but it was insufficient to stop the bleeding and the procedure was converted to emergency laparotomy. The bleeding was controlled and the procedure was completed via open surgery. The tip-up fenestrated grasper instrument did not cause or contribute to the injury. There was no unexpected movement of the system arms or instruments that caused or contributed to the bleeding as well. The bleeding amount was 5l and the patient was transfused with blood. There was prolonged hospitalization due to the injury. There were no post-operative complications.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. Isi has requested for the medium-large clip applier (mlca) instrument to be returned for evaluation; however, the customer declined to do so as there was no allegation from the customer of a malfunction of the instrument or clip used. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures, a site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted robotic distal pancreatectomy procedure, bleeding occurred and the procedure was converted to open to achieve hemostasis. The surgeon stated that the bleeding was due to the dislodgement of the clip from a vein draining the pancreas. Although there is no allegation from the surgeon that a malfunction of the mlca instrument or clips occurred, the cause of the intra-operative complication is unknown.